Event description:
During review of the data log, found error 33 and air sensor alarm.

Event description:
During review of the data log, found error 33 and air sensor alarm. Device was received for evaluation. Reviewed event log and found error 33 (2x), errors were non-reoccurring and per IFU pump can be placed back into use. Also found error sensor alarm in event log, performed air detector test; sensor is ok. During initial evaluation observed value outside of allowable range for downstream pressure, calibrated pressures. Cleaned and performed quality control per tech manual . All equipment is released for further use. CAPA was initiated for this issue.